Manufacturer narrative:
The customer's products have been requested back for an investigation.

Event description:
Customer reports receiving a reading of 246 mg/dl on their freestyle blood glucose monitor compared to a laboratory result of 122 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.